Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call for vibration alert. Blood glucose was unknown. Customer reported that she¿s been having issues with her alerts not vibrating. Customer reported that insulin pump suspend before low. Customer had some issues with infusion sets falling off a month ago. Customer had high blood glucose and she declined troubleshoot for it. Customer also declined tape not sticking and sensor updating troubleshoot. The insulin pump will be returned for analysis.